Event description:
Hospital advised the pump alarmed and displayed "channel error". This occurred during preventive maintenance being performed by alaris technicians at the hospital site. The pump was not on a pt at the time.